Manufacturer narrative:
Batch review performed on 26 august 2020: lot 187175: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved in the event: gmk-sphere 02.12.0314fr tibial insert fixed sphere flex #3/14 mm r lot. 186067 (k121416) batch review performed on 26 august 2020: lot 186067: (B)(4) items manufactured and released on 08-nov-2018. Expiration date: 2023-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.1203r tibial tray fixed cemented # 3 r lot. 1810468 (k090988). Batch review performed on 26 august 2020: lot 1810468: (B)(4) items manufactured and released on 21-mar-2019. Expiration date: 2024-03-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.0033rp patella resurfacing # 1 lot. 1900599 (k090988). Batch review performed on 26 august 2020: lot 1900599: (B)(4) items manufactured and released on 30-apr-2019. Expiration date: 2024-04-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.07.f11030 primary extension stem ø11mm / l 30 mm lot. 188116 (k133630). Batch review performed on 26 august 2020: lot 188116: (B)(4) items manufactured and released on 19-dec-2018. Expiration date: 2023-12-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. 1 year after primary surgery the surgeon removed all component's and implanted a medacta femur and insert with antibiotic cement to act as a temporary spacer. The surgery was completed successfully.